Event description:
Caller reported an incident of hyperglycemia requiring treatment by layperson at a time when the aviva meter was unavailable for use due to error within specifications. The device error was caused by user dosing strip incorrectly. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that a patient received a result of hi (greater than 600 mg/dl) on the inform system compared back to back within 10 minutes of a result of 246 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.